Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. This report is 5 of 5 allegations of insufficient information for complaint classification that had similar event details. Related records: (B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. It was indicated that the patient rubbed/bumped/laid on the transmitter, which is misuse of the device. It was indicated that the patient used multiple bg meters throughout the same sensor session, which is misuse of the device. On (B)(6) 2025, it was reported that the patient experienced loss of consciousness while being in an active sensor session. This report is 5 of 5 allegations of insufficient information for complaint classification that had similar event details. The patient stated in a survey that ¿I loose range to my pump, it loses pairing number, it is quite a bit off that I have passed out over 5 times this year¿. The patient was contacted and stated that they fainted. During these events the patient was provided with an instant glucose pack by either his kids or wife. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. It was indicated that the patient rubbed/bumped/laid on the transmitter, which is misuse of the device. It was indicated that the patient used multiple bg meters throughout the same sensor session, which is misuse of the device. On 04/22/2025, it was reported that the patient experienced loss of consciousness while being in an active sensor session. This report is 5 of 5 allegations of insufficient information for complaint classification that had similar event details. The patient stated in a survey that ¿I loose range to my pump, it loses pairing number, it is quite a bit off that I have passed out over 5 times this year¿. The patient was contacted and stated that they fainted due to inaccurate readings, but did not report any specific cgm nor blood glucose reading. During these events the patient was provided with an instant glucose pack by either his kids or wife. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.